Event description:
It was reported that the patient was unable to adjust stimulation and that the display was showing a ¿call you doctor¿ icon. It was noted that there was an out of regulation (oor) condition. It was further reported that a manufacture representative adjusted the patient¿s stimulation the day prior to the report. After the adjustment the patient was reportedly having spasms. The patient adjusted their stimulation to 3.00 and their spasms got worse, so they adjusted stimulation down to 2.55 and then back up to 2.70. It was noted that the patient got the oor screen and could not adjust stimulation up or down. The patient reportedly verified that stimulation was on but when they tried to adjust stimulation they would get the ¿poor communication¿ screen. It was noted that the recharge had been working fine. It was further noted that there had been no falls or trauma. It was later reported that a manufacture representative met with the patient on (B)(6) 2013 for reprogramming and changed from 0+, 1- to 0+ ,1-, 2- as well as increasing the rate from 50hz to 110hz. It was noted that this appeared to have exaggerated the issue. Electrode impedances were reported to be ok. The patient reportedly only had a1 programmed. It was further noted that the patient had two patient programmers, which both worked with both of the patient¿s implanted neurostimulators, and both programmers gave the same out of regulation (oor) condition for the ultra device. It was reported that the ultra device was the motor cortex stimulation device. It was also noted that motor cortex stimulation patients can not feel stimulation so the patient could not report any stimulation changes based on sensation. It was later reported that a manufacture representative met with the patient on (B)(6) 2013. It was further reported that impedances were 01=1900, 02 > 10,000, 03=7,000. Therapy measurements were reported as 0+ 1- 4,000 ohms, 0+1-2- 681 ohms, 0+1-3- 4,000 ohms. It was notes that ¿no apparent 3- for patient to try.¿ it was further reported that the patient was going to keep a diary of what group was used and when the out of regulation (oor) occurred while adjusting. The oor had reportedly occurred after increasing the rate to 180. It was later reported that the patient was having intermittent stimulation and had a return of spasms. It was noted that this started on the monday two weeks prior to the report, it was also noted that the event happened ¿a few weeks prior¿ to (B)(6) 2013. It was unclear when the patient¿s issues began. It was reported that the last time the manufacture representative programmed the patient they had increased the rate from 50-180 hertz and decreased the pulse width from 210 or so to 120. It was also noted that the patient had previously been on program 2 and they had started using 3 due to issues with >10,000 ohms on 2. It was further reported when the patient had seen the manufacture representative on (B)(6) 2013 it was working when the patient was sent home. It was noted that the manufacture representative met with the patient on (B)(6) 2013 because the patient was seeing the out of regulation (oor) symbol again after they went home from the reprogramming on the 26th. It was also noted that the patient changed the programs from 3-4 times successfully and then saw the oor screen. The patient reportedly only has access to change the amplitude on program a and b. The following device specifications were also reported: patient was programmed on group a- 0+, 1-: on 8.26.13: a- >4000 ohms, .359 ma at 2.3 v, 180 rate and 120 pw on 8.27.13: a (with head angled down and to the left) >4000 ohms, 0.1.1 ma at 2.3v a (head normal and pressure towards the midline) >4000 ohms, 0.101 ma at 2.3 v a (normal) 920 ohms, 2.628 ma caller states patient had a spasm today during impedances patient¿s second program b 0+, 1-, 3- on 8.26.13: 2.4v, 180 rate, 120 pw, >4000 ohms, 0.108 ma on 8.27.13: b(head down and to left) >4000 ohms, 0.106 ma b (head normal, press inward and down) 2240, 1.08 ma b (head normal)- >4000 ohms, .112 ma it was later reported that the patient was still having concerns with their device or therapy but they are working with their manufacture representative or doctor. It was noted that the patient had an appointment that was ¿still pending.¿ additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information reported that the patient had surgery on (B)(6) 2013. The extension and pocket adaptor components were removed. An isolated impedance test on the lead was shown to be fine and the lead was left in place. A new extension was also placed along with a new implantable neurostimulator (ins) for the patient¿s ¿peace of mind¿. Final impedance testing of the new system was reported as ¿great¿. The patient was reported as doing very well and getting a good response. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n245041, implanted: (B)(6) 2010, product type: adapter. Product ID: 3587a25, lot# n153791, implanted: (B)(6) 2008, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient (B)(4).

Manufacturer narrative:
Product ID: 74001, lot# n245041, explanted: (B)(6) 2013, product type: adapter. Product ID: 748940, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(4).